Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was confirmed through a transthoracic echocardiogram that the patient had continuous aortic insufficiency (ai). The patient was also reported to have a history of atrial fibrillation with three ablations prior to lvad (left ventricular assist device) implant. The patient was given medication to manage the ai.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported aortic insufficiency and cardiac arrhythmia could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although the account communicated that the patient has a known history of arrhythmia, section 1 "introduction" of this IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.